Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that when unable to issue medication it is showing data bin error. A technical support specialist resynced to resolve this issue. However, no information has been provided regarding this event the system functioned as intended technichinal support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medbank system data bin was showing error when trying to issue item. The customer stated that when trying to issue item cbx133 ibuprofen 100 mg/5ml liquid showing data bin error and there was no delay in patient care workflow. There were no adverse events or injuries reported based on this event.